Manufacturer narrative:
All information reasonably known as of 19 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
It was reported that the tubing detached from the nose piece.

Event description:
It was reported that the tubing detached from the nose piece.

Manufacturer narrative:
All information reasonably known as of 19 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury. No photos, videos, or samples were provided for evaluation; therefore, the complaint could not be confirmed. However, the event described is a known failure mode and is under review; we will continue to monitor for trends. Investigation conclusion: d4; h2; h6. Device history record (DHR) review: based on the device history record (DHR) review there were no abnormal processing issues noted. All products/packaging were produced per the approved manufacturing procedures, specifications, and inspections. Mfg date: aug-4-2025. Complaint history review: the complaint history was reviewed in grand avenue from reported dates 11/19/2023 through 11/19/2025, for part number 0556 and failure mode "the tubing detached from the nose piece". There were no other complaints reported for the same issue and part number, during the same timeframe. Sales = (B)(4) ea. Calculated occurrence (p1) =(1 complaint / (B)(4) ea sold) x 100 = (B)(4). Occurrence ranking = improbable (1).